Event description:
A patient underwent a device explant procedure due to a suspected early battery depletion. The explanted device was replaced. No patient complication was reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.